Event description:
In 2009: customer reports during a stone manipulation of a male, they lost fluoro. No injury reported.

Manufacturer narrative:
Field service engineer cycled generator interface module power and reseated/secured generator connections 6j1, 6j3, and 6j4. Unit resumed normal operation thru multiple power cycles and range of motion. Fse tested generator per the maintenance section of generator service manual. All operational tests passed, unit is fully functional. Fse remained on site for follow up case. No discrepancies reported by staff.